Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the device, clips were malformed. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.